Manufacturer narrative:
Zimvie complaint number (B)(4). Multiple reports are being submitted for this event. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the dental implants located in tooth sites #32 and #31 failed due to infection. The doctor reported inflammation, edema, and that both autogenous and heterologous grafts were used.